Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer will use multiple daily injections as backup therapy while awaiting a replacement pump from tandem technical support. The pump was within warranty, and technical support confirmed the shipment of a replacement pump with updated software. Caller received instructions on returning the faulty pump and programming the replacement device.